Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) experienced a heart attack. The same day, the pt was hospitalized for the event. Treatment was not reported. It was not reported if the pt was performing pd therapy at the time of the event. Four days after hospitalization, the pt was discharged. Pd therapy was ongoing. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.